Event description:
Included in a letter report of the results of a study of the belly bag urine drainage bag were statements that three skilled-care-level nursing home residents with previous histories of chronic urinary tract infections developed "septicemia" with the use of the belly bag. An add'l resident with end-stage multiple sclerosis was reported to have had 400 cc of retention that resolved when pt was placed back on a "regular catheter bag." On telephone follow-up, a caregiver at the nursing home described the "septicemia" as a febrile illness, but did not know whether blood cultures were taken. This report was rec'd approximately one-year after the events occurred; during a visit of life-tech personnel to the facility in 8/2000, the study had just been completed. During that visit, no mention was made of the events. There was no indication of any specific malfunction of the belly bags in question, either in the original report or in subsequent telephone follow-up conversations with facility caregivers.